Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-apr-2016, fse arrived at the site to address the reported event. Inspection of the device did not reveal any issues. Fse ran manual dilutions using patient samples and observed good total areas (1500-1800). Next, he ran qc which confirmed the reported event. He recalibrated, and ran qc and patient samples again and finally observed good total areas on qc. No further issues were noted. No further action was required by field service. The most probable cause of the reported event remains unknown as the device functioned normally after recalibration.

Event description:
On (B)(6) 2016, the customer reported low total areas on quality control (qc) with their g8 analyzer. The customer stated that they had not run any whole blood specimens since the device had been installed & validated. Technical support (ts) advised the customer to run 10-20 whole blood samples and retry controls. Follow up with the customer found good total areas from primary tube specimens; however, low total areas persisted on controls. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.